Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported an over-discharge. The reason given for over-discharge was that the recharger had been packed away and the patient did not have access to it for a while. Antenna locate feature was used to reconnect and the device was charged to 25%. The power on reset (por) was cleared. The patient further reported that his stimulator and leads will be replaced on (B)(6) 2017. Both leads had moved and this was the patient¿s second over-discharge. The patient still had trouble with coupling so the battery would be replaced and repositioned. No patient symptoms were reported. The indication for implant was post lumbar laminectomy syndrome and spinal pain.